Manufacturer narrative:
(B)(4). UDI # unknown. The actual complaint product was returned for evaluation. A review of the device history record is not possible as no lot number was provided. Upon completion of the sampler investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
A report was received by a physician that while performing a genicular cooled radio frequency ablation with two probes used simultaneously the procedure focused on the inferior medial and the superior patellar sites. Both introducers were placed and the physician began to motor test both areas. During the procedure the inferior medial placement was unstable using the 50mm - 4mm active tip kit and a lot of movement. In order to stabilize the needle the physician clamped a hemostat (a metal scissor like tool) to the base of the cannula laying the other half of the tool on the patient's skin. This process stabilized the inferior medial placement and both areas were motor tested which was negative and the lesion process began. The physician was performing a knee replacement when the power rose to 49 watts. The impedances were 170 and 260 respectively during the entire burn cycle. Once the process was complete the introducers were removed and noticed a large circular burn at the surface of the skin as well as underneath (stemming out from the cannula placement). Additional information received on 6-jan-2016 that stated, "no medical intervention reported." Additional information received on 7-jan-2016 that stated the physician treated the patient's procedure site with antibiotic ointment and a dressing post procedure. The site was about the size of a quarter. The patient was to follow-up with a physician and a wound specialist was recommended. Patient has a history of a total knee replacement on the knee where the procedure was performed. Additional information received on 8-jan-2016 that stated the patient reported the size of the wound had grown to 4.5 cm in circumference and 1.5 cm in depth on the medial aspect of the knee, as stated by the wound care nurse. The wound nurse suggested a wound vacuum be utilized for the site.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).